Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v673560, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had abdominal pain and it was a pre-existing condition that was worsening or exacerbated. It was described as burning and sharp. The pain was related to a previous hysterectomy surgery with dehiscence and nerve entrapment in scar tissue. The patient had a titration of neurontin that had been discontinued. This was an ongoing event. Additional information reported that the event date was corrected to (B)(6) 2011 (not as previously reported (B)(6) 2012). Additional information stated the patient was referred to a pain clinic and on (B)(6) 2013 was given ultram 50mg post operation in extra dose. Abdominal series x-rays showed unremarkable with exception of generous retained fecal matter (constipation). On (B)(6) 2013, an egd was done with normal findings. A CT of the pelvis done on (B)(6) 2013 - gastritis and low grade enteritis as well constipation in left colon noted. Additional information stated the device was removed due to ongoing pain and patient concerns.

Event description:
Additional information received indicated there was no report of abdominal tenderness as of 2013-(B)(6). It was stated the event resolved without sequelae on 2013-(B)(6).